Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.63v. The device belongs to the shortened replacement window (srw) advisory (4/05/2007). A technical services (ts) consultant advised intensifying patient monthly followups, and performing a save-to-disk for longevity determination. Disk analysis revealed that the device reached middle of life 2 (mol2) within 32 months, therefore did appear to be exhibiting the srw advisory malfunction. The recommendation for monthly follow-ups was again discussed. Additional information was provided that the battery voltage had decreased to 2.58 v. The advisory recommendations were again questioned. Ts again discussed monthly follow-up for this patient and to replace the device within 30 days of reaching elective replacement indicator (eri). The device was later explanted and returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.